Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker 4" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker 4.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker 4 and painful. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker 4 and painful. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed split in patch area (ss) it is out of specification per qa 199.04 due to assessed workmanship. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. A further investigation is request for the split in patch observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker 4 and painful. Device has been explanted.

Manufacturer narrative:
Further investigation: based on the device analysis performed, it was observed split in patch area (ss) it is out of specification per due to assessed workmanship. Also, per the review of the risk documents, pfmea-silicone filled bi and sizer assy (v6.0) the event of split in patch is a known event for which process controls and inspections are established to reduce the incidence of this defect as employee training and qualification in vulcanization operation, 100% visual inspection, sampling inspection by quality (qa review), equipment calibration and preventive maintenance, independent verification of equipment setting, audible alarm for temperature and pressure in case of being out of specified ranges, verification of setting at the beginning and end of each production order, 100% pull test, 100% leak test, supplier qualification, incoming inspection of raw material, process validation, equipment validated in electronic data acquisition, 100% time monitoring and equipment block in case time is out of specified range. Also, the initial risk region is acceptable. Based on the device analysis performed, it was observed split in patch area (ss) it is out of specification per qa 199.04 due to assessed workmanship. Also, per the review of the risk documents, pfmea-silicone filled bi and sizer assy (v6.0) the event of split in patch is a known event for which process controls and inspections are established to reduce the incidence of this defect as employee training and qualification in vulcanization operation, 100% visual inspection, sampling inspection by quality (qa review), equipment calibration and preventive maintenance, independent verification of equipment setting, audible alarm for temperature and pressure in case of being out of specified ranges, verification of setting at the beginning and end of each production order, 100% pull test, 100% leak test, supplier qualification, incoming inspection of raw material, process validation, equipment validated in electronic data acquisition, 100% time monitoring and equipment block in case time is out of specified range. Also, the initial risk region is acceptable. Additionally, the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1740401 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. In addition, this event was reviewed with the assembly personnel in order to increase awareness of the processes and the potential defects that may occur along with the quality controls and inspections in place. See ¿manufacturing personnel review¿ attached. Furthermore, a review of all split in patch complaints for gel breast implants that have been manufactured in the last 2 yearswas performed and despite that 2 points were found above the upper control limit, the additional analysis performed shows that there are no communalities, and all the results met the acceptance criteria, then, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.